Event description:
The customer states back to back readings were 220 mg/dl and 108 mg/dl on the suspect meter. No adverse event reported and the customer states she feels fine. Return requested and replacement sent.